Event description:
Customer reported potential false negative urine hcg results on one pt with consult diagnostics hcg cassette vs. Sonogram. Pt came to the office to confirm positive home pregnancy test. The pt's test appeared negative then eventually turned slight positive. No timer was used, so the time between readings is not known. A third test was repeated and resulted in a strong positive. No quantitative test was performed but a sonogram indicated the pt was about 6 weeks pregnant.

Manufacturer narrative:
Lot number(s): hcg1080272, expiration date(s): 11/2013. Control: 20miu/ml hcg urine control lot: hcg120130-01, 210.0iu/ml hcg urine control lot: hcg120517-01, 207.9iu/ml hcg urine control lot: hcg120309-01, 219.3iu/ml hcg urine control lot: hcg120409-01. Summary of results: the retention devices met qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. (N=15). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). The 207.9iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). The 219.3iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high levels were tested with retain products. Results met qc specification. No false negative was observed. Manufacturing batch record review did not uncover any abnormalities. Unable to identify the root cause without pt specimen analysis in-house. Pt is approx 6 weeks pregnant. No quantitative hcg value was provided. Hook effect could not be ruled out as a cause for the false results. This issue will be tracked and trended. To date, 12 complaints of this nature have been reported against this lot. No corrective action required at this time as no product deficiency was established.